Event description:
It was reported that during a lap nephrectomy procedure, the tip of the shears fell into the pt during the procedure and it took 30 minutes to find the end. There was no reported pt consequence.